Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a raw rash on his back. The patient's physician prescribed an unknown cream and recommended that the patient remove the lifevest until the irritation healed. The patient reported that the irritation improved.